Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: an impella 5.5 device was attempted via the right axillary/subclavian surgical arterial approach in a 79-year-old female patient for pre-operative placement in the setting of cardiogenic shock, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage b. The patient¿s past medical history was notable for coronary artery disease and renal insufficiency. During the procedure, resistance was encountered while attempting to advance the impella 5.5 device, with the location of resistance identified at the aortic arch. The inability to advance the device was attributed to patient-specific anatomical factors, including vascular calcification. As a result, the impella 5.5 device could not be successfully delivered. Given the inability to advance the impella 5.5, an impella cp device was placed instead to provide mechanical circulatory support. The reported failure to advance is consistent with known procedural challenges associated with complex vascular anatomy and calcified vessels.

Manufacturer narrative:
The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.